Manufacturer narrative:
(B)(4).

Event description:
It was reported "the guide is bent" prior to use. No patient involvement.

Event description:
It was reported "the guide is bent" prior to use. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned a single guide wire, catheter, and product lidstock for analysis. No signs of use were observed on the guide wire. Visual analysis revealed that the guide wire contained one prominent bend. It was also noted that the lidstock clearly states "do not bend" on the top and bottom of the pouch. The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The kink in the guide wire measured at 157 mm from the proximal end. The guide wire total length measured 350 mm, which is within the specification of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.510 mm, which is within the specification of .508mm-.533mm per the guide wire product drawing. The guide wire was threaded through the returned catheter. The undamaged portions of the guide wire were advanced and passed through the catheter with minimal resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one distinct bends. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the guide is bent" prior to use. No patient involvement.